Event description:
It was reported that while preparing for surgery, it was noted that the packaging of seven blades would not peel open as specified. It was also reported that the blade was not used on a patient. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The seven blades subject to this investigation were returned for evaluation. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.